Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The superior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion procedure. It was reported that the pituitary has a broken tip. No patient complications were reported.